Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of transcripts revealed episodes of noise reversion on the right atrial lead. The physician decided to monitor the lead.

Event description:
New information received notes that the lead was oversensing